Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records. Office visit notes states that the patient had asa class iii, general anesthesia and adductor nerve block procedure and no adverse events occurred during or after surgery. Office notes (dated 03- december- 2019) state that patient had pain and rom: active 85 flexion/0 extension; passive 87 flexion/0 extension. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that a study patient underwent a right total knee arthroplasty. Subsequently, patient experienced pain and decreased rom. She received additional physical therapy, prescriptions, three lumbar spine injections, and a manipulation under anesthesia. Patient was then revised due to stiffness.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Updated: b4, b5, d7, e1, g4, g7, h2, and h10. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2020-00933, 0001825034-2020-00934, and 0001825034-2020-00935. Concomitant medical products: vanguard cr ilok fem-rt 60 catalog: 183004 lot#: j6643232, series a pat std 31 3 peg catalog#: 184764 lot#: 639510, biomet cc I-beam tray 67mm catalog#: 141222 lot#: j6383447. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a study patient underwent a right total knee arthroplasty. Subsequently, patient experienced pain and decreased rom. She received additional physical therapy, prescriptions, and three lumbar spine injections. The outcome was tolerated, but remains pending.